Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the device in used condition. The event history log confirmed a ¿high pressure¿ alarm occurred. Functional testing was able to replicate the reported issue. The most probable root cause was determined to be a faulty downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified the device was serviced on 10-apr-2024 at which time the dso sensor was found to be faulty and was replaced.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a pressure value was above 40 psi (42.31, 44.37, 43.56) while performing pressure tests. The event occurred during testing. There was no patient involvement and no harm/adverse event was reported.